Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device system was explanted due to pocket infection. The patient elected to not have a replacement device implanted. The patient was in stable condition.